Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review, pump error 35 alarm was confirmed in (adapt) history download on 07/28/2024 at 10:56:11.000 and at 11:06:00.000. In addition, pump error 53 was also recorded in (main error log) adapt, file ID: 65535 and line ID: 65535. Isolate to electronic assembly. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces was noted. Unit also received a battery tube threads - cracked, cracked case (battery tube), broken belt clip rails, cracked case on battery side, scratched case, cracked keypad overlay at select button, keypad overlay texture damage, pillowing keypad overlay, damaged display window cover and label damage (peeling and faded). In conclusion, the unit came in with a critical pump error alarm triggered by pump error 35. Pump error 35 was due to moisture damage on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, pump error 35, critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported a critical pump error other than the open book image error or critical pump error 24. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.